Event description:
The customer reported to philips that the heartstart xl+ was not running cardioversion properly. There is no indication of patient involvement.

Manufacturer narrative:
Pr#: (B)(4).